Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube that is completely separated from the distal tip. Grip cables are found to be broken as result of the main tube breakage. There is material missing from the main tube. The complaint regarding a broken distal cable was confirmed by failure analysis. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument had a "broken wire distal tip broken". No fragments fell into the patient. The procedure was completing as planned with no reported injury.